Event description:
A dealer has reported a rear wheel that has detached from the lift. Also the knee pads were cracked and the plastic around the knee pads have broken loose. There is no report of injury. The device has been removed from use.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model roze, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1150703, rev. C(jul-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.